Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The cable connecting ECG c and d was pulled from the strain relief, damaging wires in the cable and pulling the j704 component off of the distribution node pca. Additionally the j703 component was pulled off of the distribution node pca. The root cause for the strained cables and damaged components was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. Additionally, the c19 capacitor on the defibrillator board had damaged solder connections. Additionally there multiple components within the monitor were physically damaged. The root cause for the disconnected cable could not be positively identified. The root cause for the damaged solder connections was unable to be positively identified. The root cause for the physically damaged components is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt had damaged wires and that the patient's monitor was physically damaged.